Event description:
Patient arrived to clinic on (B)(6) 2024 with noted damage to controller and modular cable. Bend reliefs on bilateral controller power cables and bend relief on modular cable wrapped at home with electrical tape. Controller and modular cable replaced.